Manufacturer narrative:
Concomitant medical products: product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID 8596sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter; product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2014, product type: catheter.

Event description:
It was reported the pump and catheters were explanted. It was reported that after 3 months of good therapy, the patient started feeling ¿sick to stomach,¿ had flu like symptoms of stomach ache, upset stomach, diarrhea, nausea, etc. It was noted they did not think it was withdrawal symptoms, since they felt sick for several months afterward. It was reported the patient felt sick 3 months after implant nearly two years ago for several months after. It was stated that when the pump was replaced with saline, the sickness went away. It was reported the patient did not have morphine in the pump for over a year and had been tapered off all opioids and also felt the pump was not needed anyway. It was noted they were able to undergo some refills with morphine before being switched to saline, and still felt sick. The patient status was noted as alive no injury.